Event description:
The customer reported that the reservoir had a leak. Customer changed her infusion set change and found the reservoir was empty while attempting to prime. Customer found a little insulin in the insulin pump. The customer was advised to swab the reservoir compartment. Troubleshooting was done. Customer's blood glucose was 80 mg/dl. Customer stated the insulin squirted out during prime. Advised customer there could be temporary vent blockage. Customer will return the set and reservoir for analysis. The customer was assisted in changing the infusion set and confirmed that there was no compromised force sensor system alarm in the alarm history and drive support cap was not protruded. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to manufacturer report 3004209178-2015-93075.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.